Event description:
Additional information was received. The rep stated that they were involved in this case over a 2 minute telephone conversation. The patient reported an obvious oor problem. The patient was asked to arrange a follow-up appointment at the hospital to resolve the oor problem. The facility is not stated correctly here. Hcp facility and provider confirmed. Implant date confirmed, patient currently has two vectris leads (thoracic and cervical). Cause of the oor message was high impedances of one electrode pole. The rep didn¿t know which lead was affected. The problem was solved by reprogramming. The problem hasn¿t recurred since then. The patient is doing well. The logs are not in the rep¿s possession. The patient can`t remember whether the hcp or a rep reprogrammed it. But the patient was told one impedance was a little bit too high. After the reprogramming everything was fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date valid. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient stated that after consultation with a manufacturer representative (rep), they reported the following problem: intensity setting not available or desired setting not possible / raising position on the controller. Charge from handheld device to implanted neurostimulator (ins) with different battery charge display. There seems to be an out-of-regulation (oor) message, so an impedance problem. Replacing the external components does not help. The system would have to be measured once in the clinic and the defective contact be taken out of therapy. The ins only charges incompletely. No patient harm reported, the issue has not resolved.